Event description:
It was reported that the catheter was cut during surgery. The patient's pump was then filled with saline. It was reported the pump was alarming due to low reservoir alarm and the health care provider wanted to turn the pump off. The patient's condition was reported to have changed and they no longer wanted to use the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).